Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.

Event description:
It was reported from a call from the male staff member to the clinical support specialist (css) at 1418 est that they had inserted a 30 cc intra-aortic balloon (iab) via femoral without event; the pump immediately was showing 2.5cc delivered. The staff member stated that the patient was stable and everything else was good; however, the balloon pressure waveform (bpw) looked "odd" and wanted to know how to correct it. The css first questioned how long ago it was inserted and the staff member replied "not long". The css explained that it was important because if the iab had been in the patient for 30 minutes at this low volume, the risk of clot formation on the iab was very high and the recommendation would be to remove the iab. The css discussed that the iab should be 2/3 full and pumping at least every 15-30 minutes to prevent clot formation. The staff member stated understanding and felt it was within that timeframe. The staff member was currently not near the pump, but the css gave directions to power off the pump, disconnect the iab, power back on the pump, then connect the iab and verify the proper volume is displayed. The css gave their direct number and asked to be called back and verify that this process worked. At 1432 the staff member called back and stated that the recommendation did work and the volume was now correct on the pump. The css explained ways that this can occur during set up. The staff member stated the patient was doing very well and the waveforms look very good. There was no report of patient death, complication or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while troubleshooting with no harm to the patient. The patient outcome is the patient is currently stable on the intra-aortic balloon pump (iabp) therapy and doing well. It was noted that the pump used in this event was an arrow autocat2 wave.